Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. Customer stated that the insulin pump was not administering correct amount of insulin. Customer stated that the insulin pump had cracked retainer ring. No further patient complications were reported. The insulin pump will not be returned for analysis.